Manufacturer narrative:
The generator was returned for failure analysis, but the reported failure could not be reproduced on connected to system. The logs could not confirm the fault occurred in the field. Visual inspection showed that the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the generator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the customer contacted the technical service engineer (tse) regarding issues with the generator not picking up the grounding pad. The customer was observing the grounding pad icon staying red and unable to turn green. With tse recommendation of placing the grounding pad on their forearm, the customer tried two grounding pads and was still unable to establish the grounding pad icon turning green. Tse explained that anther vision side cart could be brought in if one was available, or third-party device could be used. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: could not use generator for monopolar, continued procedure with vessel sealer and bipolar cautery only. Engineers replaced generator unit. There was surgical delay.